Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the manufacturer of the change in re-classification.

Event description:
Patient enrolled into the trial. In 2008, the physician attempted to perform a cas, but was unsuccessful. The spiderfx device was kinked when removed and the patient suffered from a major ischemic stroke. The patient expired nine days later. The event was related to the spiderfx, the stent was never implanted.